Event description:
Pump reported a cartridge change error, leading to troubleshooting inquiries and instructions from technical support. There was no adverse impact on the customer's blood glucose level. Despite attempts to follow technical support guidance for resolving the issue, including inspecting the cartridge o-ring and cleaning the pneumatic tap area, the error persisted. Technical support decided to replace the pump as the error continued with a second new cartridge. The customer was instructed on returning the problematic pump using a pre-paid label and understood the process. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. No additional details about the original cartridge lot were provided.